Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a fingerstick blood glucose of 423 mg/dl and high alerts on the device; the user had been disconnected at times and later reported a leaking cartridge after reusing old cartridges due to supply depletion. Symptoms included fatigue and thirst. Outcomes included the use of subcutaneous insulin by pen for correction and subsequent guided supply change with resumption of insulin delivery. Investigation included device troubleshooting and user education. Investigation of this case revealed a leaking cartridge associated with reuse of cartridges and a supply gap, with successful resolution after a supply change and shipment of replacement cartridges. It was concluded that the event was consistent with hyperglycemia associated with an infusion or cartridge issue, with user-related factors contributing, and that the device functioned as expected after supplies were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.